Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) as it would not hold a charge very well. Frequent charging was also noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) as it would not hold a charge very well. Frequent charging was also noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned